Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Device evaluation: visual analysis of the returned device identified: underweight, red particles, broken shell, delamination. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on radius due to an unidentified (tear) opening. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
The doctor reported rupture. The device has been explanted. This record relates to the left side.